Event description:
It was reported via phone call that the emergency medical services was called. The customer's blood glucose levels at the time was below 20mg/dl. The customer's wife found him passed out on the bathroom floor. Customer was treated with glucose tablets and food. It was also mentioned that a rabbit chewed the tubing. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.